Event description:
It was reported that this right atrial (ra) lead was suspected of a lead insulation issue. As a result, the patient underwent a revision procedure and this product was explanted and successfully replaced with a different ra lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was suspected of a lead insulation issue. As a result, the patient underwent a revision procedure and this product was explanted and successfully replaced with a different ra lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted, dried blood/body fluid was present around the helix housing and in the neck region. Cuts were found in the lead insulation approximately 188mm from terminal pin. The lead passed testing for electrical performance and inner insulation integrity which confirmed there was no fracture. Detailed analysis confirmed with an x-ray of the terminal and tip area there were no anomalies. Based upon the clinical observations and the laboratory findings, we confirmed the lead insulation was cut with a sharp instrument.